Event description:
The pt experienced an abrasion to the inner aspect of the elbow during an attempt to start an IV. On examination a large "hook" on the end of the needle was noted. No treatment was required for this abrasion and another venipuncture with another catheter was successful.